Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log could not find the reported issue. The device passed functional and electrical testing. External and internal inspections were performed and found no issues. The device power was cycled several times and a short simulated therapy was performed on the device with no issues noted. The reported issue could not be confirmed. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred during use on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the care giver (cg) cycle power to clear the alarm and to start over with new supplies. After an unrelated alarm that occurred after this one, the tsr arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.